Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test.

Event description:
It was reported that one day after implant, the right atrial (ra) lead had dislodged. An attempt was made to reposition the lead, however the lead was later removed and replaced. No patient complications have been reported as a result of this event.